Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash all over his upper torso. The rash is red and itchy and worse under the electrodes. There were 8 large bumps that busted open but those have healed. Patient was also applying the gel to the electrodes. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use baby shampoo by a physician. Follow up indicated that the baby shampoo dried the rash up and the skin is better.